Event description:
Following implant, the pt fell and had to go in for an unrelated spinal surgery; it was noted that the pt fell a lot. During the spinal surgery, the physician cut the catheter and did not tell pain physician about what happened. The pt had had no therapeutic effect since implant. In (B)(6) 2010, the catheter was discovered to be cut. They went in and revised the catheter. On (B)(6) 2010, the pump was filled with dilaudid to replace the saline that had been in the pump. At the refill in (B)(6) 2011, they aspirated 34-35 cc when they should have had about 2-4 cc. The pt reported no withdrawal symptoms, but did not have pain relief. The pump was then filled with saline. Additional troubleshooting was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).